Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a low battery alarm on the insulin pump. The customer's blood glucose level was unknown. The troubleshooting was performed. The customer was advised to insert new battery. The customer was advised to monitor the insulin pump and call back if the issue recurs. The customer doesn't feel comfortable using the insulin pump and wants to have it exchanged.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.